Manufacturer narrative:
One used cadd-legacy® plus pump was received for investigation. A visual inspection revealed the device to be in good physical condition. There was no evidence of the reported issue in the event history log. Testing was able to replicate and confirm the reported problem. Sensor testing found the downstream occlusion sensor alarm values to be outside manufacturing specification. A root cause could not be determined.

Event description:
It was reported that a cadd-legacy® plus pump exhibited a downstream occlusion alarm. No injury was reported.